Event description:
It was reported that during a device upgrade procedure, the atrial lead exhibited loss of capture. It was believed that the lead was possibly damaged during the procedure since prior to it, the lead threshold was within acceptable values. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.